Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. In addition a labeling review was conducted. The operator manual for the system was reviewed and found to include adequate instructions for use, warnings for medical complications and operational errors. Mechanical problem was identified as the failure mode. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fse was able to confirm the 2012 error. The fss attempted to replace multiple printed circuit boards and the error still occurred. Another attempt for repair was performed and the pivot monitor assembly replacement resolved the issue reported. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a 2012 error occurred with a phacoemulsification machine. There was no patient involvement reported and no patient treatments delayed or cancelled.